Event description:
It was reported that pump displayed malfunction code 16 and customer¿s blood glucose reading showed ¿high¿ on the pump. There was no adverse impact to the customer's blood glucose level. Customer delivered correction bolus via pump, did not require help from a third party, and had no backup insulin therapy, so customer planned to contact healthcare provider. Technical support confirmed pump was in warranty, arranged shipment of replacement pump with updated software, completed field correction form on customer¿s behalf, and provided instructions for storage mode, return of malfunctioning pump within 10 days, and setup of pump settings and cgm on replacement pump.